Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The sealant of a 5f mynxgrip vascular closure device (vcd) was dislodged and got out from the body above the skin after the procedure. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was used in a diagnostic coronary procedure. A retrograde approach was made. The vessel type and the stick location were the femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. Hemostasis was achieved with manual compression less than 30 minutes. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The procedural sheath, advancer tube and sealant were not returned with the device. Per functional analysis, the balloon of the received device was inflated with water and pressure was maintained. A product history record (phr) review of lot f1923803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The exact cause of the sealant dislodged could not be conclusively determined. Procedural factors such as an incomplete engagement of the advancer tube, may have contributed to the reported event. Without the return of the advancer tube and sealant, a complete physical investigation could not be performed. According to the mynxgrip instructions for use, which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1923803 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was dislodged and got out from the body above the skin after the procedure. Therefore, hemostasis was achieved with manual compression less than 30 minutes. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The device was used in a diagnostic coronary procedure. A retrograde approach was made. The vessel type and the stick location were the femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized, or hospitalization was not extended as a result of the event and the patient recovered after the mynx event. The device will be returned for evaluation. Additional procedural details were requested but are unknown.